Event description:
Procedure: roux-en-y. According to the reporter, the device handle jammed while being toggled. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).